Event description:
Caller states, the pt tested 1.7 inr on the coaguchek system and 2.5 inr on a comparison lab. Coumadin was adjusted due to device result, however, no adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.